Manufacturer narrative:
Due to a portion of the thread of the screw head being broken off, the dimensions pertinent to the complaint could not be evaluated; therefore, the complaint is considered indeterminate. Disposition indeterminate. Placeholder.

Event description:
While using the holding sleeve (03.632.001) to insert the 7.0mm ti matrix screw (04.639.745) for an l5-s1 tlif, a piece of the screw head broke off. The threads on the holding sleeve were noted to be damaged. Surgeon was able to retrieve the shaft and remaining portion of the screw head which was still attached to the shaft of the screw. Another holding sleeve and screw were used to complete the procedure.